Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: coord. Angiographie. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the "seal the puncture" step, the suture of the angio-seal device involved broke when it was pulled back. Manuel compression was performed to complete hemostasis. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 01 feb 2022: the procedure performed was an embolization using a 6fr sheath. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc's. Additional information was received on 02 feb 2022: it was reported that at the set the anchor step, the angio-seal device was carefully inserted into the sheath. The device broke into 2 pieces. The user was aware that the device needed to be grasped just behind the bypass tube for insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample was an unopened and unused angio-seal vip. The package was opened and all components were examined for potential damage or issues. No issues were identified with the components. Functional testing was performed by attempting to deploy the device in the vessel model. The device was able to be inserted, set to the forward lock position, and fully rear-locked without issue. Closure was performed by deploying the internal components and tamping down the anchor, suture, and collagen. No issues with device function or suture performance were identified. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been excessive force applied to the suture resulting in breakage of the component. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).